Event description:
It was reported that during a lap hysterectomy procedure, the surgeon noticed that the white tissue pad dislodged during the case. He was able to retrieve the piece and switched to a new device. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/31/08. Eval summary: the analysis results confirmed that the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. The mfg records were reviewed and no anomalies were found during the mfg process.